Event description:
Pt alleges she has had multiple surgeries and problems with hardness, chronic fatigue, right arm joint pain, considerable weight loss and her right implant was ruptured. Operative report states the pt developed painful contracture, scar tissue formation and chronic-pain in both breasts.